Event description:
It was reported to medtronic neurosurgery that the pressure setting of the valve changed an its own. According to the report, since the device had been implanted, every month the pt visited their physician for adjustment of the valve.

Manufacturer narrative:
It was reported to medtronic neurosurgery that the device has been explanted and replaced with a delta valve, performance level 1.5. It was also reported that the pt is currently doing fine. The product was unavailable for return. Therefore, an eval of device performance was not possible. It is unk if the pt's valve site had been exposed to strong magnets. Strata products are designed to be adjusted by a strong magnet. Inadvertent adjustments by external magnets are a known complication with adjustable valves. A review of the mfg records was not possible as no lot number was provided.

Manufacturer narrative:
The valve was patent. It met the requirements for leak, reflux, pressure-flow and pre-implantation testing. All performance levels could be set with a single attempt, and the valve did not spontaneously adjust levels within the duration of testing. Therefore the conditions of the complaint could not be duplicated by laboratory personnel. It is unknown if the patient¿s valve site had been exposed to strong magnets. Strata products are designed to be adjusted by a strong magnet. Inadvertent adjustments by external magnets are a known complication with adjustable valves. A review of the manufacturing records was not possible as no lot number was provided. (B)(4).